Event description:
Our distributor in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt235 infant dual heated evaqua breathing circuit was leaking when it was connected to a ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested and subsequently submerged in a water bath to test for leak. Results: pressure test revealed that the returned circuit exhibited leak and was out of specification. The water bath test showed the location of the leak to be from a hole in the expiratory limb. Visual inspection revealed a hole approximately 33 cm from the distal connector on the evaqua expiratory tube. A lot check revealed no other complaints of this nature for lot 130411. Conclusion: based on the inspection conducted, the returned evaqua expiratory limb appeared to have been punctured by a blunt object. All rt235 breathing circuits are visually inspected and pressure tested for leaks before being released for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength tests are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt235 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Set appropriate ventilator alarms.

Event description:
Our distributor in (B)(4) reported to a fisher & paykel healthcare (fph) representative that an rt235 infant dual heated evaqua breathing circuit was leaking when it was connected to a ventilator. This was found prior to patient use.